Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery (sfa). During the procedure, a 4.0mm x 15mm wolverine peripheral cutting balloon was able to cross the guidewire and advanced for dilation. However, upon first inflation, the balloon ruptured in pinhole form at 6atm for 10 seconds. The device was removed using the normal method without any problem. The procedure was completed with another drug-coated balloon (dcb). There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital; (B)(6) medical center. E1 - initial reporter city: (B)(6).